Event description:
The procedure was a left ureteroscopy, stone retrieval. Allegedly, a flexible ureteroscope was being placed in the left ureter but was not able to, because the tip of the scope would not fit in. It was further reported, that the tip was bigger than the other flexible ureteroscope. Allegedly, the procedure was cancelled because the scope would not fit.

Manufacturer narrative:
Additional info will be provided once investigation is completed.